Event description:
A rotablation procedure was performed on a calcified 90% lesion located in the left main coronary artery. After rotablation, another MFR's stent was used to cross the lesion, but the attempt failed. Therefore, a 2.5mm x 18mm length medtronic ave s540 stent was inserted into the coronary artery. This stent was also unsuccessful in crossing the target lesion. Upon pulling the undeployed stent into the guide catheter, the stent dislodged from the stent delivery system into the left main coronary artery. The dislodged stent was removed from the coronary artery successfully with a snare device. The physician did not follow the instructions for removal of an undeployed stent when the undeployed stent was pulled back into the guide catheter. There were no add'l clinical sequelae reported relative to the event.